Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial result = 2.1, repeat =1.7. Initial result = 2.1, repeat = 1.7, testing performed 30 minutes apart. Repeat with tech service gave inr = 2.4. Therapeutic range 2.1-2.5.